Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A company representative reported the customer told her the infusion device bolused a large amount of insulin that was not programmed and this resulted in hypoglycemia. No further details were provided, and multiple attempts were made to reach the customer for additional information. The alleged product was requested for evaluation.